Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the pacemaker was exhibited electromagnetic interference and an inappropriate magnet response. No intervention was performed. The patient was in stable condition.